Event description:
It was reported that cell wash was not functioning due to residual blood left on it with a bd facs¿ lwa. The following information was provided by the initial reporter: it was reported that the cell wash assembly was doa - broken due to packing and had residual blood on it. Troubleshooting steps getting error message for tube engagement and lyse pump faults. L restarts did not resolve the issue next steps (if necessary): dispatch. Was there any injury or potential injury? N. Fluid leak? (If yes, include leak questions) n fire? Burning smell? Fumes? (If yes, include fire, sparks, burn questions) n. Are you using this product for clinical diagnostic test? (If yes, include patient sample questions) n. Laser exposure? (If yes, include laser exposure questions) n. Software version? (If applicable) n/a. Instrument assurity linc enabled? N. Resolution achieved (y/n)? N. Follow up required (y/n)? N. List of parts shipped (include foc): n/a. RMA required (y/n)? N.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00132 was sent in error. The biohazardous waste was contained within instrument, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cell wash was not functioning due to residual blood left on it with a bd facs¿ lwa. The following information was provided by the initial reporter: it was reported that the cell wash assembly was doa - broken due to packing and had residual blood on it. Troubleshooting steps getting error message for tube engagement and lyse pump faults.l restarts did not resolve the issue. Next steps (if necessary): dispatch. Was there any injury or potential injury? N. Fluid leak? (If yes, include leak questions) n. Fire? Burning smell? Fumes? (If yes, include fire, sparks, burn questions) n. Are you using this product for clinical diagnostic test? (If yes, include patient sample questions) n. Laser exposure? (If yes, include laser exposure questions) n. Software version? (If applicable) n/a. Instrument assurity linc enabled? N. Resolution achieved (y/n)? N. Follow up required (y/n)? N list of parts shipped (include foc): n/a. RMA required (y/n)? N.